Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to a bad pump as the pump was not pumping. Troubleshooting steps were attempted to reactivate the pump without success. The ipp cylinder and pump was explanted and replaced with a new ipp cylinder and pump.